Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level. Customer's blood glucose level was 300 mg/dl. Customer alleged insulin pump was under delivering because retainer ring was missing and reservoir was able to lock in place. Customer did not report symptoms related high blood glucose. Customer was treated with insulin pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021 customer alleged cosmetic damage (lip ring being missing) and hospitalized for high blood glucoses on (B)(6) 2021 and insulin pump under delivering. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with missing display window cover and pillowing keypad overlay during the visual inspection. In further full review of the insulin pump history there is no unexpected alarms/suspends and daily total of bolus insulin delivered on (B)(6) 2021 are 7.275u and (B)(6) 2021 are 10.95u. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer was noted. Unable to verify customer complaint for high blood glucoses. Customer complaint not confirmed of pump under delivering. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.